Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead. Model #: sc-4318, lot #: 21755194, description: clik x anchor. Model #: sc-1160, serial #: (B)(4), description: spectra wavewriter ipg kit the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom of fever was noted. The physician believed it was not device related and it was unknown what caused the infection. It was also noted that it was undetermined if the recent procedure contributed to infection. Antibiotics were prescribed. The patient underwent an explant procedure.